Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6( hecc,heic and medical device problem code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The customer hospitalized on (B)(6) 2020 (per sap).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood on an unknown date. The customer's current blood glucose was 136 mg/dl. The customer did not experienced any symptoms as a result of high blood glucose. Troubleshooting was declined for high blood glucose and under delivery auto mode use was unknown during the time of event. Customer stated they changed multiple batteries still insulin pump was not working. The insulin pump will not be returned for analysis.